Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's ins and lead were explanted "in (B)(6) 4-5 years ago or maybe more" due to a staph infection, then the site was thoroughly cleaned to prevent it from happening again. In (B)(6), however, the patient had a test done and the healthcare provider (hcp) thought the patient still had the ins and lead implanted. After that, the patient said they had an x-ray or "some test" done to confirm the ins and lead were explanted. However, yesterday and today, (B)(6) medical center thought the ins and lead were still implanted. The reported event was documented and the patient was warm transferred to update their device record. The patient's hcp was contacted and it was confirmed the patient's interstim system was removed on (B)(6) 2019.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1zczy); product type: 0200-lead; implant date (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) , serial# implanted: (B)(6) 2019. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device contributed to the staph infection. They stated that the they had the staph infection times 5 months and that the onset date was (B)(6) 2019. It was noted that to resolve the issue the patient was given antibiotics and the device was removed. The patient had site bruising and irritation but was good.